Event description:
One touch ultrasmart meter was reading inaccurately high. The pt reported blood glucose results of 157 mg/dl with a lifescan meter and 101 mg/dl on another device, performed within 11 to 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer service representative walked the pt through two consecutive control solution tests and the results fell outside the specified range. The pt neither alleged harm nor experienced injury or medical intervention. Pt's test strips and control solution were replaced.